Manufacturer narrative:
The user was advised to continue follow-up with their healthcare provider for further medical guidance. In addition, the user was reminded that while not using the eversense system, they should monitor blood glucose using a meter as a backup and follow recommendations provided by their healthcare provider.

Event description:
On (B)(6) 2026, the user reported experiencing a high glucose event at approximately 10:00 am central time. The user stated that a fingerstick blood glucose (bg) value of 436 mg/dl was obtained at that time. Review of the data management system (dms) indicated that the user had stopped using the eversense system on (B)(6) 2026; therefore, no sensor glucose (sg) or bg data were available in dms for the reported timeframe. As the system was not in use, no high glucose alert was asserted, which was consistent with expected behavior. The user sought medical treatment for the event and reported receiving 12 units of insulin. The user's healthcare provider was aware of the event.